Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg on (B)(6) 2010. It was reported that the patient complained of a burning sensation at the ipg site. She stated that she feels the sensation when her stimulation is on and off, and the sensation is unrelated to charging the ipg. She stated she currently has the stimulation turned off. The patient reported that she fell on the ipg site three months ago. The patient plans to follow up with her physician regarding the issue. No further information is available at this time.